Event description:
It was reported that the customer received a button error alarm on her insulin pump while attempting to change the time and date. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 173 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window, missing end cap sticker and cracked case near display window corners. The device had unresponsive buttons due to corroded keypad traces. No button error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.